Manufacturer narrative:
The subject device was sent to regional repair center olympus france (rrc ofr) for inspection and repair. The evaluation is in progress and final report has not yet been finalized. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the device insufflation does not work. Issue found during an unknown event. There was no patient harm, no user injury reported . Device return initial inspection noted clogging of nozzle/buckling of nozzle . This report is being submitted for issue related to insufficient/reprocessing issue, handling issue (buckling/clogging of nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no obvious deviations in reprocessing. The device was evaluated where no abnormalities were found that could have cause or contributed to the event. A few defects were noted where the switch 1 button rubber displays wear and tear, there are deep scratches on the connecting tube sheath outer surface, the universal cord unit is slightly wrinkled, and the insufflation does not work. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.